Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer indicated having symptoms consistent with high blood glucose levels including ketones and vomiting. The mother of the customer reported that the reservoir of the insulin pump was missing a piece. The mother of the customer also reported that there was a crack on the screen of the insulin pump. The mother of the customer also reported a crack on the battery compartment of the insulin pump. The mother of the customer also reported a funny sound when rewinding the insulin pump. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please refer to manufacturer's report no. 2032227-2015-01183 as it refers to the same event but of a different device.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a broken reservoir tube lip, cracked case at the display window corner, cracked belt clip slot and minor scratches on the display window. No damage was noted on the battery tube threads or on the display glass. The insulin pump was received without the belt clip and no damage could be verified to the belt clip.